Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of not being able to advance the lead through the sheath was confirmed in the laboratory. Excessive medical adhesive noted at the back fill area next to the ring electrode causing the lead diameter to be out of specification.

Event description:
It was reported that during implant the lead would not advance into the right ventricular through the sheath. Physician removed the lead and tried to make more room in the subclavian, unfortunately, the lead became contaminated. This lead was not used.